Manufacturer narrative:
(B)(4). January 2023 d10: 65595201602 - cruciate retaining cr-flex femoral component porous uncemented size f right with calcicoatâ® ceramic coating sterile product do not resterilize - 11022549 g2 : foreign country : australia customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 4 years post-op, the patient suffered a tibial periprosthetic fracture and the fracture was plated approximately 2 months post-fracture. No components were revised. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with evidence of proximal tibial medial and lateral plate and screw fixation devices also with what appears to be incomplete oblique fracture involving the proximal tibial and fibular diaphysis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.